Event description:
A revision due to fracture of intraplant hip implant has been reported.

Manufacturer narrative:
For investigation a surgical report dated july 19, 2013, a surgeon letter, a laboratory report and copy of the chart stick labels of the devices used during the first implantation occurred in 2001 were received. Based on the received information it can be concluded that only third-party products were involved in the reported revision surgery performed in 2013. Since no product of smith & nephew was involved no investigation will be performed and no further action will be initiated.